Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07 -nov-2018 with the following findings: during investigation, the pump was returned with a cracked battery compartment. The battery cap was also stripped and unable to secure to power on the pump. A test battery cap was able to secure enough and power up the pump. A 12 hr duration test was completed with a test cap with no power loss or rebooting duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power with a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.